Manufacturer narrative:
(B)(4). The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this right atrial lead was replaced due to dislodgement. The implant, explant and event dates provided do not make sense so they were left off of this report.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual and electrical inspection. During the visual inspection deformations of the inner coil close to the is-1 connector pin were found. Further investigations indicated that these damages were caused by over rotation of the inner coil during the extension or retraction of the fixation helix. The cuts in the insulation and the deformations of the outer conductor coil occurred most likely during the surgery. The analysis did not reveal any sign of a material or manufacturing problem.